Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecysectomy procedure. It was reported that the clip did not form correctly. There was no consequence to the patient.